Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the issue stemmed from defective drawer controller boards and a malfunctioning position sensor. The field service engineer conducted tests on all pockets and replaced the drawer controller boards and position sensors to address the problem. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system device was experiencing a communication failure and offline on rss resulted in a blank screen. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.